Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump alarmed compromised forced sensor alarm while rewinding. Her blood glucose was 156 mg/dl. The pump will not be returning for analysis.